Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "a puddle of fluids were noted on the floor under IV tubing. Upon inspection of connections and line, a small crack was found in the line. Actual tubing marked for identification." Customer reported that fluid leaked from a crack in the tubing during a kvo infusion. There was no report of patient harm.

Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of a crack in the tubing was confirmed. Initial inspection of the set did not reveal any abnormalities. Functional testing confirmed leaking. Microscopic examination of the leak site revealed a small, jagged, slightly l-shaped longitudinal tear in the tubing, approximately 1 cm in length, and approximately 2 feet from the distal luer. The tear did not appear to be a slit or sharp cut, but appeared consistent with use of a clamping instrument. The cause of the damaged tubing was not determined.